Event description:
The customer reported that the device displayed a service indicator following a 3:00 am self test. There was no patient use associated with the reported event. After the device was returned to physico-control for analysis, the device intermittently failed to turn on during initial testing.

Manufacturer narrative:
Physio-control further evaluated the device. After several power cycles, the device completed boot up, minor fault codes related to ECG monitoring were annotated in the error log on various dates. The fault codes were cleared, and then the device was observed to operate properly through functional and performance testing. Further testing could not replicate the fault codes or the boot-up problem and, root cause could not be determined. A replacement device was provided to the customer.